Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided.

Event description:
It was reported that an infusion of an unspecified medication was programmed to infuse at an unknown rate and duration. At approximately 0100, the nurse noticed that an over infusion had occurred. Once the over infusion occurred, the nurse noticed that the top hinge of the membrane frame was broken that caused the platen assembly to come loose. It is thought that this may have attributed to the over infusion event. It was further stated that the customer has replaced the broken membrane frame.